Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and sjogren's syndrome ("sjogreri's syndrome / autoimmune disorder type of disorder: sjogren's syndrome") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder sludge, heartburn, yeast vaginitis, vulval irritation and abdominal pain lower. Previously administered products included for an unreported indication: prilosec otc, metformin, methylphenidate, modafinil, probiotic, lyrica, levothyroxine and prednisone. Concurrent conditions included overweight, hypothyroidism, diabetes, irregular periods, uterine bleeding and endometrial biopsy. In 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and hypersomnia ("neurological conditions or problems type: idiopathic hypersomnia") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced pain of skin ("skin pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, removal of one ovary, oophorectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, sjogren's syndrome, tooth disorder, dyspareunia, fatigue, hypersomnia, allergy to metals, weight increased, pain of skin and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache had resolved and the alopecia was resolving. The reporter considered allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersomnia, menorrhagia, migraine, pain of skin, pelvic pain, sjogren's syndrome, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 243 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, fatigue, pelvic pain, dyspareunia, most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received: events: vaginal hemorrhage, menorrhagia, dental problems, dysmenorrhea, dyspareunia, fatigue, hair loss, migraines, headaches, idiopathic hypersomnia, nickel allergy, weight gain, skin pain, arthralgia were added. Event onset date and outcome were added. Reporter was added. Plaintiffs middle name and address were updated. Historical drugs and medical history were added. Lab data was added. Reporter causality comment were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and sjogren's syndrome ("sjogreri's syndrome / autoimmune disorder type of disorder: sjogren's syndrome") in an adult female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder sludge, heartburn, yeast vaginitis, vulval irritation and abdominal pain lower. Previously administered products included for an unreported indication: prilosec otc, metformin, methylphenidate, modafinil, probiotic, lyrica, levothyroxine and prednisone. Concurrent conditions included overweight, hypothyroidism, diabetes, irregular periods, uterine bleeding, endometrial biopsy, hypercholesterolemia, nabothian cyst and uterine bleeding. Concomitant products included colecalciferol (vitamin d3), levothyroxine sodium (synthroid), medroxyprogesterone acetate (depo provera) and metformin. In 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and hypersomnia ("neurological conditions or problems type: idiopathic hypersomnia") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced pain of skin ("skin pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, removal of one ovary, oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sjogren's syndrome, tooth disorder, dyspareunia, fatigue, hypersomnia, allergy to metals, weight increased, pain of skin and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache had resolved and the alopecia was resolving. The reporter considered allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersomnia, menorrhagia, migraine, pain of skin, pelvic pain, sjogren's syndrome, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 243 lbs. Insertion date provide (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion.; on (B)(6) 2009: there is complete occlusion of the fallopian tubes by the essure device placements bilaterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, fatigue, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and sjogren's syndrome ("sjogreri's syndrome / autoimmune disorder type of disorder: sjogren's syndrome") in an adult female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder sludge, heartburn, yeast vaginitis, vulval irritation and abdominal pain lower. Previously administered products included for an unreported indication: prilosec otc, metformin, methylphenidate, modafinil, probiotic, lyrica, levothyroxine and prednisone. Concurrent conditions included overweight, hypothyroidism, diabetes, irregular periods, uterine bleeding, endometrial biopsy, hypercholesterolemia, nabothian cyst and uterine bleeding. Concomitant products included colecalciferol (vitamin d3), levothyroxine sodium (synthroid), medroxyprogesterone acetate (depo provera) and metformin. In 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and hypersomnia ("neurological conditions or problems type: idiopathic hypersomnia") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced pain of skin ("skin pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, removal of one ovary, oophorectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, sjogren's syndrome, tooth disorder, dyspareunia, fatigue, hypersomnia, allergy to metals, weight increased, pain of skin and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache had resolved and the alopecia was resolving. The reporter considered allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersomnia, menorrhagia, migraine, pain of skin, pelvic pain, sjogren's syndrome, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 243 lbs. Insertion date provide (B)(6)2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion.; on (B)(6)2009: there is complete occlusion of the fallopian tubes by the essure device placements bilaterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, fatigue, pelvic pain, dyspareunia, most recent follow-up information incorporated above includes: on (B)(6)2019: lot number added from pfs. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and sjogren's syndrome ('sjogreri's syndrome / autoimmune disorder type of disorder: sjogren's syndrome') in an adult female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder sludge, heartburn, yeast vaginitis, vulval irritation and abdominal pain lower. Previously administered products included for an unreported indication: prilosec otc, metformin, methylphenidate, modafinil, probiotic, lyrica, levothyroxine and prednisone. Concurrent conditions included overweight, hypothyroidism, diabetes, irregular periods, uterine bleeding, endometrial biopsy, hypercholesterolemia, nabothian cyst and uterine bleeding. Concomitant products included colecalciferol (vitamin d3), levothyroxine sodium (synthroid), medroxyprogesterone acetate (depo provera) and metformin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced tooth loss ("dental problems/ several missing teeth"). In 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and hypersomnia ("neurological conditions or problems type: idiopathic hypersomnia") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), pain of skin ("skin pain"), arthralgia ("joint pain"), dyspepsia ("sevral times as heart burn"), flatulence ("gas"), cholelithiasis ("turn out to be gallstones"), dry mouth ("mouth is too dry"), fibromyalgia ("I m pretty sure I have fibromyalgia too"), menstruation irregular ("didn't have a periods for 2 months"), contusion ("I had bruising that bad around one incision") and anxiety ("almost had an anxiety attack on work"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, removal of one ovary, oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sjogren's syndrome, tooth loss, dyspareunia, fatigue, hypersomnia, allergy to metals, weight increased, pain of skin, dyspepsia, flatulence, cholelithiasis, dry mouth, fibromyalgia, menstruation irregular and anxiety outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache had resolved, the alopecia and contusion was resolving and the arthralgia had not resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, cholelithiasis, contusion, dry mouth, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, flatulence, headache, hypersomnia, menorrhagia, menstruation irregular, migraine, pain of skin, pelvic pain, sjogren's syndrome, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 243 lbs. Insertion date provide (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion.; on (B)(6) 2009: there is complete occlusion of the fallopian tubes by the essure device placements bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, fatigue, pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media: dyspepsia, flatulence, cholelithiasis, dry mouth, fibromyalgia, menstruation irregular, contusion, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: fu 5 and 6 processed together. Social media received- new events several times as heart burn, gas, turn out to be gallstones, mouth is too dry, I'm pretty sure I have fibromyalgia too, didn't have a periods for 2 months, I had bruising that bad around one incision¸ almost had an anxiety attack on work. On 13-nov-2019: fu 5 and 6 processed together. Pfs received - no new clinical event was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ medical device removal') and sjogren's syndrome ('sjogreri's syndrome / autoimmune disorder type of disorder: sjogren's syndrome') in an adult female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder sludge, heartburn, yeast vaginitis, vulval irritation and abdominal pain lower. Previously administered products included for an unreported indication: prilosec otc, metformin, methylphenidate, modafinil, probiotic, lyrica, levothyroxine and prednisone. Concurrent conditions included overweight, hypothyroidism, diabetes, irregular periods, uterine bleeding, endometrial biopsy, hypercholesterolemia, nabothian cyst and uterine bleeding. Concomitant products included colecalciferol (vitamin d3), levothyroxine sodium (synthroid), medroxyprogesterone acetate (depo provera) and metformin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced tooth loss ("dental problems/ several missing teeth"). In 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and hypersomnia ("neurological conditions or problems type: idiopathic hypersomnia") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), pain of skin ("skin pain"), arthralgia ("joint pain"), dyspepsia ("sevral times as heart burn"), flatulence ("gas"), cholelithiasis ("turn out to be gallstones"), dry mouth ("mouth is too dry"), fibromyalgia ("I m pretty sure I have fibromyalgia too"), menstruation irregular ("didn't have a periods for 2 months"), incision site haematoma ("I had bruising that bad around one incision/ I had brusing that bad around one incision"), anxiety ("almost had an anxiety attack on work") and incision site pain ("very sore at incision site"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, removal of one ovary, oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sjogren's syndrome, tooth loss, dyspareunia, fatigue, hypersomnia, allergy to metals, weight increased, pain of skin, dyspepsia, flatulence, cholelithiasis, dry mouth, fibromyalgia, menstruation irregular, anxiety and incision site pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache had resolved, the alopecia and incision site haematoma was resolving and the arthralgia had not resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, cholelithiasis, dry mouth, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, flatulence, headache, hypersomnia, incision site haematoma, incision site pain, menorrhagia, menstruation irregular, migraine, pain of skin, pelvic pain, sjogren's syndrome, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 243 lbs. Insertion date provide (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion.; on (B)(6) 2009: there is complete occlusion of the fallopian tubes by the essure device placements bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, fatigue, pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media: dyspepsia, flatulence, cholelithiasis, dry mouth, fibromyalgia, menstruation irregular, contusion, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of product technical complaint. On 24-feb-2020: plaintiff fact sheet received. No new information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ medical device removal') and sjogren's syndrome ('sjogreri's syndrome / autoimmune disorder type of disorder: sjogren's syndrome') in an adult female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder sludge, heartburn, yeast vaginitis, vulval irritation and abdominal pain lower. Previously administered products included for an unreported indication: prilosec otc, metformin, methylphenidate, modafinil, probiotic, lyrica, levothyroxine and prednisone. Concurrent conditions included overweight, hypothyroidism, diabetes, irregular periods, uterine bleeding, endometrial biopsy, hypercholesterolemia, nabothian cyst and uterine bleeding. Concomitant products included colecalciferol (vitamin d3), levothyroxine sodium (synthroid), medroxyprogesterone acetate (depo provera) and metformin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced tooth loss ("dental problems/ several missing teeth"). In 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and hypersomnia ("neurological conditions or problems type: idiopathic hypersomnia") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), pain of skin ("skin pain"), arthralgia ("joint pain"), dyspepsia ("sevral times as heart burn"), flatulence ("gas"), cholelithiasis ("turn out to be gallstones"), dry mouth ("mouth is too dry"), fibromyalgia ("I m pretty sure I have fibromyalgia too"), menstruation irregular ("didn't have a periods for 2 months"), incision site haematoma ("I had bruising that bad around one incision/ I had brusing that bad around one incision"), anxiety ("almost had an anxiety attack on work") and procedural pain ("very sore at incision site"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, removal of one ovary, oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sjogren's syndrome, tooth loss, dyspareunia, fatigue, hypersomnia, allergy to metals, weight increased, pain of skin, dyspepsia, flatulence, cholelithiasis, dry mouth, fibromyalgia, menstruation irregular, anxiety and procedural pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache had resolved, the alopecia and incision site haematoma was resolving and the arthralgia had not resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, cholelithiasis, dry mouth, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, flatulence, headache, hypersomnia, incision site haematoma, menorrhagia, menstruation irregular, migraine, pain of skin, pelvic pain, procedural pain, sjogren's syndrome, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 243 lbs. Insertion date provide (B)(6) 2009 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion.; on (B)(6) 2009: there is complete occlusion of the fallopian tubes by the essure device placements bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, fatigue, pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media: dyspepsia, flatulence, cholelithiasis, dry mouth, fibromyalgia, menstruation irregular, contusion, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this case is retain is retain case and all the information from case (B)(4) was transferred to case no (B)(4). Reporter, event very sore and reference were added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and sjogren's syndrome ("sjogreri's syndrome") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and sjogren's syndrome (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and sjogren's syndrome outcome was unknown. The reporter considered pelvic pain and sjogren's syndrome to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.